Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficulty to grasp the leaflets is due to patient anatomy. The reported tissue injury is a cascading effect of the reported difficulty to grasp the leaflets. Additionally, the reported patient effect of tissue injury is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
A patient presented with grade 4 functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip case on (b)(3) 2023. When doctor gripped the a2p2 center-medial with xtw (lot#:30727r1056), there was little improvement in mr, so he raised the gripper, inverted the clip, and returned xtw to la. After adjusting the position within the la (moving the xtw one clip lateral from the point where it was first grasped) and adjusting the ap trajectory, the xtw was advanced to the lv again and grasped. After several attempts, it was possible to optimally grasp both leaflets, and although the mr improved, perforation was observed from the posterior leaflet that was first grasped. The total amount of mr was moderate, and it was chosen to finish the procedure without any additional treatment. No additional information was provided.